Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported issue. The investigation confirmed the reported issue of a cracked transducer. It was determined that the cause was related to a customer usage issue. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The replacement transducer is in service with no further similar issues.

Event description:
It was reported the 3d9-3v transducer had a crack in the middle of the transducer. The transducer was associated with an epiq 7 ultrasound system. The issue was found outside of patient use. There was no patient or user harm. The service engineer confirmed the reported issue, finding the transducer had a crack in the housing. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.